Event description:
It as reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The cylinders were previously removed due to unknown reason and a new pair of cylinder were explanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced due it was not cycling.